Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by "defiled outflow solution". The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with cefazolin (1 gram daily for 13 days, route not reported) and heparin-natrium (1000 international units, four times a day, discontinued two days later, route not reported) for the peritonitis. Pd therapy was ongoing. The patient was recovered from the peritonitis event twelve days after event onset. No additional information.